Event description:
Patient reported right side ¿felt my right side implant or something is there, it feels like a knot. Its between my armpit and my breast. An ultrasound showed that it¿s the implant." Healthcare professional later reported rupture and capsular contracture, baker grade ii, and "about a year ago patient had noted a knot and went to see the original surgeon and he stuck the needle in the area and it got worse so patient thinks it's what ruptured the implant". Device has been explanted.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side ¿felt my right side implant or something is there, it feels like a knot. Its between my armpit and my breast. An ultrasound showed that it¿s the implant." Healthcare professional later reported rupture and capsular contracture, baker grade ii, and "about a year ago patient had noted a knot and went to see the original surgeon and he stuck the needle in the area and it got worse so patient thinks it's what ruptured the implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are rupture: observed opening device assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Visibility/palatability: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.